Event description:
It was reported that the patient had the ams artificial urinary sphincter removed due to erosion. A new ams artificial urinary sphincter with a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.